Event description:
After surgery the patient presented with a first degree burn. No details were provided regarding the location, severity or treatment of the burn; however, no additional patient complications were reported as a result of this event.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are several factors that could contribute to the reported event. It is possible that insufficient suction pressure was used, having inadequate flow and circulation of saline, the roller clamp affixed to the suction line may have not been set to wide open or a secondary source of outflow was not used. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device.

Manufacturer narrative:
Date received by manufacturer was reported in error, the actual date is august 29, 2017.